Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), allergy to metals ("nickel allergy") and back pain ("low back pain") and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), anaemia ("anemia"), fatigue ("fatigue"), abdominal pain upper ("gastrointestinal or digestive system condition: constant pain"), diarrhoea ("diarrhea"), alopecia ("hair loss"), loss of libido ("no sex drive"), migraine ("migraines/headaches"), nausea ("nausea"), depression ("depression"), vaginal discharge ("vaginal discharge"), procedural pain ("mild cramping") and post procedural discomfort ("some discomfort") and was found to have cervix carcinoma ("cervical") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and back pain had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, anaemia, dysmenorrhoea, dyspareunia, fatigue, abdominal pain upper, diarrhoea, alopecia, loss of libido, vaginal infection, migraine, nausea, allergy to metals, depression, cervix carcinoma, vaginal discharge, weight increased, uterine leiomyoma, procedural pain and post procedural discomfort outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anaemia, back pain, bladder disorder, cervix carcinoma, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, loss of libido, menorrhagia, migraine, nausea, post procedural discomfort, procedural pain, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion date: (B)(6) 2015, (B)(6) 2014. Current weight: (B)(6) lbs. Right fallopian tube and essure coil¿ (as written) separate within the container are two linear metallic wires. The first is 3.5cm long and 0.2cm in diameter and is predominantly loosely coiled. The second is approximately 6.5cm long with a diameter of 0.1 cm, is partially smooth and partially tightly coiled. Neither device is associated with the tubal segment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: patent right fallopian tube through the essure micro insert, left fallopian tube is completely occluded; on (B)(6) 2015: complete occlusion of the fallopian tube bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received: case become incident. Events: abnormal bleeding (vaginal, menorrhagia), apareunia, bladder or urinary problems or changes, anemia, dyspareunia, dysmenorrhea, failure to occlude close) fallopian tube(s), fatigue, constant pain, diarrhea, hair loss, no sex drive, vaginal infection, migraines/headaches, nausea, nickel allergy, depression, cervical, vaginal discharge, weight gain, uterine fibroids, lower back pain, abdominal pain, mild cramping, some discomfort were added. Lab data, reporters, patient demographics added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.